Manufacturer narrative:
B3: unknown; no information has been provided to date. Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd pump repeatedly generated a high-priority air in line alarm, which could potentially interrupt therapy if it recurred during patient use. Additionally, an issue with the battery case hinge was reported. There was no patient involvement or reported harm.